Manufacturer narrative:
DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier's ((B)(4)) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. Additionally, erkodent reported no further complaints for this material lot. Erkodent review: lot# e 2.0- 11453 (erkodur) was manufactured from july 21, 2020 and was assigned an expiration of july 2023. Hardware lot# slcn22035 was manufactured from august 27,2020 and was assigned an expiration august 2023. Airway management review: bite tabs lot #: am10m-0qjo-21 showed no deviation. Manufacturing/expiration dates were not provided. Supplier ((B)(4)provided a certificate of analysis for the light cure material (loctite aa 3979 sy25mlen), lot# l30kad4840, which certified the material to meet the appropriate manufacturing specifications. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: attempts to retrieve the device or determine the status of the device have been made but to no avail. However, the non-visual device investigation has been completed. Root cause: a root cause for this complaint cannot be explicitly determined. IFU 7322 rev 3.0 (silent nite sleep appliance instructions for use) provides warning in precautions "do not soak the device in mouthwash; denture cleanser, hot water or alcohol; do not wash the device with soap, toothpaste or mouthwash; do not dry the device with a blow dryer; do not store in direct sunlight". However, the customer did not provide the information regarding how the patient handled and maintained the device. Supplier erkodent reviewed the incident details and stated the patient symptoms do not indicate a classic allergic reaction per the supplier they caution "if patient allergic to these material please discontinue the use." Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The test article was thermoformed with layers of erkodent material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for sleep device (rpt 9733 rev 1.0). For cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. For skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. For sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. The test article showed nonirritant to the oral mucosa as compared to the control article. The device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.

Manufacturer narrative:
The device has not been returned. If/when the device is returned an investigation will be carried out and a supplemental report will be submitted. The device is manufactured by prescription. The device is manufactured by prescription not implantable.

Event description:
It was reported that the patient had a possible allergic reaction to the nite guard. The patient reported a "weird taste, smell and nausea." It is unknown when the patient first used the device, however the reaction occurred "chair side when molding the aligner." There is an allergy to erythromycin per medical history. The patient was advised to discontinue usage of the device and to have allergy testing. The provider also recommended chewing sugarless gum.